Event description:
It was reported that there was a problem with recharging. The patient was charging more than expected. Electrode impedance showed any combination with electrode 2 and 3 were >3600ohms. No combination pair with those two electrodes was used. No therapy impedances were conducted. No parameters were available to determine recharging longevity. The implantable neurostimulator (ins) never went to overdischarge. Additional information received reported that the stimulation was turning on and off in the patient's legs. The patient also had a stinging in their back and a lack of effect. The ins implanted for leg pain never go more than half charged. The patient was reprogrammed (B) (6) 2010 to program around high impedance electrodes. The patient had good coverage of their painful area. It was suggested that the patient turn the stimulator off when recharging the battery. The patient was able to get a full charge after five hours of charging when the stimulation was off. The patient outcome was reported as no injury. It was noted that the patient has back surgery after the implant of the device, and that the patient has a second stimulator implanted for back pain (peripheral).

Manufacturer narrative:
(B) (4).